Manufacturer narrative:
The actual sample upon receipt was the fractured piece and the main body. Visual inspection of the actual sample found that the fractured piece was approximately 100mm, and the main body was approximately 3900mm. Since the total length of actual sample was the same as that of the normal product, it was likely that there was no missing in the actual sample. Fractured piece: approximately 100mm. Main body: approximately 3900mm. Total length: approximately 4000mm (normal product: approximately 4000mm). Magnifying inspection of the fractured section obtained following results: the torn shape was found in the outer layer of fractured section in both the fractured piece and the main body. The wire had been exposed at the fractured section of main body. Electron microscopic inspection of the fractured section found that the wrinkle was found on the outer layer in both the fractured piece and the main body. Magnifying inspection of the other section did not find any anomaly including a scratch. The outer diameter of actual sample was measured and confirmed to meet the specifications. The outer layer of actual sample was removed, and electron microscopic inspection was performed for the state of wire at the fractured section. Following results were obtained: the fractured section of the side of wire in both the fractured piece and the main body were flat with no tapering. Radial patterns were found on the fractured surface of wire in both the fractured piece and the main body. Simulation test: based on our past knowledge, the following simulation test was performed for fracturing of guidewire. We have been aware that there was regularity in the state of wire depending on the mechanism leading to the fracture. When it was fractured by applying repeated 90° bending force. No taper was found on the side surface of wire at the fractured section, and dimple pattern (a hole-shaped pattern) was found on the fractured surface of wire. From this result, it was likely that the mechanism of occurrence was different from that of the actual sample. When it was fractured by applying continuous torque force in the same direction while the guidewire was curved. No taper was found on the side surface of wire at the fractured section, and radial patterns were found on the fractured surface of wire. From this result, it was likely that the state was similar to the actual sample. When it was fractured by applying pulling force. The side surface of wire at the fractured section was tapered. From this result, it was likely that the mechanism of occurrence was different from that of the actual sample. When it was fractured by applying pulling force in a looped state. The side surface of wire at the fractured section was tapered and curved. From this result, it was likely that the mechanism of occurrence was different from that of the actual sample. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed there was no problem in them. A search of the complaint file found no other similar reports with the involved product code/lot# combination from other facilities. Based on the investigation result and the simulation test result, it was inferred that the wire at approximately 100mm from the distal end was fractured due to metal fatigue caused by continuous torque operation in the curved state. Then, pulling force was applied during withdrawal and the outer layer was torn, and it was broken off inside the patient's body. Since the total length of actual sample including the fractured piece was the same as that of the normal product, it was presumed that there was no missing. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the[?]glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used for a case of liver abscess in the gastroenterology at the endoscopy laboratory. Strong resistance was felt to the torque when the user was selectively approaching the branch communicating from the bile duct. The distal side was fractured as it was. The fractured actual sample was removed using biopsy forceps. A medical procedure was performed to retrieve the fractured piece and no fractured piece was left in the patient's body. The current patient condition was not reported.